Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. (B) (6). The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic sigmoid procedure, the staple line fell apart. Sutures were used to complete the case with no patient consequence. There is no further information available at this time. The device was discarded. Additional information requested and received on 5/21/2010: [the surgeon] did have a post-op leak. However he could not determine if it was a mechanical error in the stapler that caused the leak. Surgeon oversewed the staple line during a re-operation to address the leak.